Manufacturer narrative:
The device was received with broken reservoir tube lip. The pump was received with missing reservoir tube o-ring. The reservoir does not lock properly inside the reservoir tube. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack around the reservoir compartment. It was reported that the reservoir did not fit in the reservoir compartment anymore. The customer's blood glucose level was reported to be 91.8mg/dl. It was reported that the device would be replaced and returned for analysis.